Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The patient refused to provide date of birth and age, and refused a replacement meter.

Event description:
This senior medical surveillance specialist spoke briefly with the patient/layperson on 10/05/2009, regarding his complaint. The patient refused to clarify or provide further information and refused to accept a replacement meter, stating, "my doctor is giving me a doctor". Therefore, this specialist reviewed information the patient gave to the customer care advocate (caa) on 09/30/2009. The patient reported that his one touch ultra2 meter didn't "work well", requesting an upgrade or replacement. He obtained the meter in 2008. The patient had difficulty describing the alleged issue although he reported experiencing an error message that prompted "the meter or strip doesn't work" in 2009, the last date he tested. He did not provide the error number (possibly er2, er4). Before troubleshooting, the patient apparently turned on the meter and then inserted a test strip because he described being in the main menu. The cca then attempted to walk the patient through scrolling to the set up mode, after the patient turned off the meter and then back on with the ok button. The patient apparently continuously selected the meter off mode. Therefore, the actual alleged issue could not be determined; i.e., error message or incorrect testing technique. Having not tested for six months (to the present), three months later, the patient's mouth reportedly became dry and his eyesight was "not clear." Rather than seeking medical attention, the patient exercised more, ate fewer carbohydrates, and drank more water. Approximately 09/09/2009, his physician ordered blood work, and on 09/22/2009, his physician requested to see the patient after receiving the blood glucose result, "over 200 mg/dl." Previously, on diet and exercise only, the patient was prescribed 500 mg metformin/glucophage once a day to be increased to 1,000 mg soon. Continued: although unclear whether the alleged issue was due to patient's use or to the meter or strips (now expired 04/2009), the patient developed symptoms after stopping his daily testing that can be associated with hyperglycemia. Therefore, the complaint is reported.